Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of sensing in the atrium. A chest x-ray was performed where it was discovered that the ra lead had dislodged from its original implanted site. The lead was successfully repositioned in the atrium. Post repositioning, normal lead measurements were reported. No additional adverse effects reported from the procedure.

Manufacturer narrative:
(B)(4). A portion of the lead has been returned after the patient's death. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the previously reported clinical observations. The patient's death was unlikely related to this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that this lead was buried with the patient. The cause of death was unknown, however, there were no new allegations or issues related to the functionality of the lead or device and the previous observations were already reported.